Manufacturer narrative:
Evaluation of the returned rhv revealed that the cap easily separated from the housing of the rhv. This damage was likely the reported break. During the functional test, while attempting to tighten the rhv, the cap popped off. The cap was snapped back in place and the silicone insert was able to close, but not open as intended during tightening and loosening of the rhv. The over twisting when loosening and tightening during the procedure may have contributed to the reported issue. Penumbra devices are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the left and right pulmonary arteries using an indigo system aspiration catheter 12 (cat12). During the procedure, the rotating hemostasis valve (rhv) broke due to being over twisted when loosening and tightening it. Therefore, the rhv was removed. The procedure was completed using a new rhv. There was no report of an adverse effect to the patient.